Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex e, f, a, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "we were looking at data from a nicu profile (drug is tpn/ppn neonate). There is a single pcu and a single module. There were 3-4 infusion ID¿s; one starting out in gr/pre-pop, the next was basic/manual, then back to gr/pre-pop. There are also rate changes noted". There was patient involvement, but no harm reported. After an internal review, the customer determined the rate change issues were "user related".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bd person had a call with customer and as he states that "I had a call today. We were looking at data from a nicu profile (drug is tpn/ppn neonate). There is a single pcu and a single module. There were 3-4 infusion ID¿s: one starting out in gr/pre-pop, the next was basic/manual, then back to gr/pre-pop. There are also rate changes noted". There was no information on patient involvement.